Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the hood is falling down. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: the hood has loosened somehow and is now falling down a lot, you have to be careful that it doesn't pop down if you don't hold it.

Manufacturer narrative:
H.6. Investigation: a complaint of "hood no longer holds properly" was received against material number: 441916 instrument max, serial number: (B)(6) . Field service engineer was dispatched. The screw connector for the gas pressure spring had fallen free. The cylinder was reinstalled in the ball head and tightened with a screwdriver. In addition, two rack sensors that were malfunctioning were replaced. The complaint is confirmed and the root cause is related to "loose gas spring and faulty rack sensors". Review of device history record for instrument serial number: (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2013. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review was performed for the instrument ct0205 and no additional work orders were observed for the complaint failure mode reported. No new risks or hazards have been identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the hood is falling down. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: the hood has loosened somehow and is now falling down a lot, you have to be careful that it doesn't pop down if you don't hold it.